Event description:
It was reported the patient was admitted to the emergency room with his heart rate in the 30s. The device was reportedly "non-functioning," having tripped eri (elective replacement indicators) about 11 months earlier. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device revealed normal battery depletion.